Event description:
Anodyne therapy device was applied to the groin area to treat the condition shingles, by a physical therapist. The therapist was not instructed or had no knowledge how to use this before it was applied. As a result, serious burns, swelling, and pain were received by the pt in the groin, buttock, hips. Pt reported the burn incidents to anodyne therapy several times, and was met with indifference and no one returned the call. The physical therapist eventually emailed anodyne therapy several times, and anodyne sent a letter claiming indifference and no responsibility. Anodyne still has never called the pt to date.